Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the annular rupture is unknown but may have been related to the patient's heavily calcified annulus, valve, and root. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, annular rupture after a 23mm sapien 3 valve was implanted during a tf tavr procedure. The valve was inflated with 1ml less than nominal volume but hypotension was noted after deployment. Transesophageal echo confirmed a pericardial effusion. Thoracotomy was executed for drainage. The patient returned to ICU under blood pressure control. The patient's aortic valve was severely calcified. Also, moderate calcification was noted on the annulus and aortic root.

Manufacturer narrative:
In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the annular rupture, and subsequent death, is unknown but may have been related to the patient's heavily calcified annulus, valve, and root.

Event description:
Additional information was received. The patient passed away on the same day of the procedure. After the drainage, the patient was stable and transferred to ICU but later passed away due to re-bleeding.